Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), embedded device ('imbedded partially in the endometrium') and device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage ("bleeding: other / unknown bleeding"), dyspareunia ("dyspareunia (painful sexual apareunia intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract infection ("bladder/urinary problems: uti") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, genital haemorrhage, dyspareunia, rash, skin disorder, hypersensitivity, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, hypersensitivity, rash, skin disorder and urinary tract infection to be related to essure. The reporter commented: date of removal: (B)(6) 2015 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-jan-2021: mr received: event embedded partially in the endometrium was added. Reporter and rcc note added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), embedded device ('imbedded partially in the endometrium') and device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage ("bleeding: other / unknown bleeding"), dyspareunia ("dyspareunia (painful sexual apareunia intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract infection ("bladder/urinary problems: uti") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, genital haemorrhage, dyspareunia, rash, skin disorder, hypersensitivity, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, hypersensitivity, rash, skin disorder and urinary tract infection to be related to essure. The reporter commented: date of removal: (B)(6) 2015 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-jan-2021: mr received: event embedded partially in the endometrium was added. Reporter and rcc note added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), embedded device ('imbedded partially in the endometrium'), device dislocation ('migration: yes') and device breakage ('right essure implant was only partially identified. The part that was in the uterus, the coils, had been expulsed prior to removal procedure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, device breakage (seriousness criteria medically significant and intervention required), device expulsion ("right essure implant was only partially identified. The part that was in the uterus, the coils, had been expulsed prior to removal procedure"), genital haemorrhage ("bleeding: other / unknown bleeding"), dyspareunia ("dyspareunia (painful sexual apareunia intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract infection ("bladder/urinary problems: uti") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, device breakage, device expulsion, genital haemorrhage, dyspareunia, rash, skin disorder, hypersensitivity, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device breakage, device dislocation, device expulsion, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, hypersensitivity, rash, skin disorder and urinary tract infection to be related to essure. The reporter commented: date of removal: (B)(6) 2015 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-dec-2021: quality safety evaluation of ptc. Upon internal review of case, new events were added- device breakage, device expulsion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), embedded device ('imbedded partially in the endometrium') and device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage ("bleeding: other / unknown bleeding"), dyspareunia ("dyspareunia (painful sexual apareunia intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract infection ("bladder/urinary problems: uti") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, genital haemorrhage, dyspareunia, rash, skin disorder, hypersensitivity, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, hypersensitivity, rash, skin disorder and urinary tract infection to be related to essure. The reporter commented: date of removal: (B)(6) 2015 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-jan-2021: mr received: event embedded partially in the endometrium was added. Reporter and rcc note added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration: yes') and genital haemorrhage ('bleeding: other / unknown bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual apareunia intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract infection ("bladder/urinary problems: uti") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, rash, skin disorder, hypersensitivity, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, rash, skin disorder and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was replaced by specified events pain: pelvic/abdominal, dyspareunia (painful sexual apareunia intercourse), bleeding: other, rash/skin condition, hypersensitivity, migration: yes, perforation: fallopian tubes, bladder/urinary problems: urinary tract infection, ovarian pain were added. Lab data, essure removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.